Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a consumer via a manufacturer representative reported the implantable neurostimulator (ins) was switching itself off, which occurred during use. It was noted that the consumer noted that the ins was switching itself off despite turning it back on. It would not switch off straight away, but anywhere from a couple of minutes to a couple of hours later. The consumer also noticed symptoms returned. Factors noted to have led/contributed to the event included the consumer was involved in a car accident and suffered shoulder and neck injuries. A nurse conducted an impedance check and found all electrodes on the lead were over 4000 ohms. The surgeon replaced the complete system (ins and lead). It was unknown if the issue was resolved.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the following settings: 0v, 180 us, 14 hz, 3+1-, cycling was 16s on and 8s off, and battery results noted as ok. There were no further complications reported and/or anticipated.

Manufacturer narrative:
Analysis found the ins passed all functional testing and no significant anomaly was found with the partial lead that was returned. If information is provided in the future, a supplemental report will be issued.